Event description:
It was reported that the customer has been going through 3 batteries in one week. Customer received a low battery alert. Customer stated that the screen is currently blank. Battery indicator does not show less than 2 bars. Customer does not wear the sensor. Customer did receive a weak battery alert. Troubleshooting was performed and it was explained that battery life is about one week based on 40u per day. Customer tested with a new aaa alkaline battery and stated that the display returned. Customer's blood glucose level was 320 mg/dl. Customer received a battery out limit alarm during troubleshooting. Alarm was cleared and it was explained that this is normal pump behavior. A replacement battery cap will be shipped. Customer was advised to call back if issues persist. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.